Manufacturer narrative:
Qn#(B)(4). The customer returned one, 3-lumen cvc for analysis. Signs of use in the form of biological material were observed inside all three extension lines. Initial analysis revealed that non-arrow, luer-lock connectors (brand unknown) were connected to all three lines. Visual analysis did not reveal any defects or anomalies with the returned catheter. The catheter body length from the juncture hub to the distal tip measured 219mm, which is within the specification limits of 207mm-227mm per the catheter product drawing. The catheter outer diameter measured 2.42mm, which is within the specification limits of 2.39mm-2.49mm per the catheter extrusion product drawing. The non-arrow connectors were removed from the catheter. A lab inventory syringe filled with water was then attached to all three extension lines and flushed. Water was observed exiting the designated locations towards the distal end. No blockages or resistance was observed. Performed per IFU statement, "flush lumen(s) to completely clear blood from catheter". The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The IFU also states, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture". The IFU also states, "open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure". The report of a blocked catheter was not confirmed through complaint investigation. Visual, dimensional, and functional analysis did not reveal any defects or anomalies with the returned teleflex catheter. A device history record review was performed based on a potential lot# , and no relevant findings were identified. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the proximal lumen blocked during placement of the catheter. The catheter was kept placed without using the blocked proximal lumen for a while, then removed. No injury to the patient occurred. According to the user, the blockage might have been caused by thrombus due to the medical agent (5% glucose) or the patient's blood backflow." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "the proximal lumen blocked during placement of the catheter. The catheter was kept placed without using the blocked proximal lumen for a while, then removed. No injury to the patient occurred. According to the user, the blockage might have been caused by thrombus due to the medical agent (5% glucose) or the patient's blood backflow." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).